Event description:
Caller reported a cartridge alarm that occurred during the load process, prompting the customer to wait until removal was prompted. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with loading a new cartridge using proper technique, successfully resolving the issue, allowing the customer to resume insulin therapy.